Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. Fse inspected the arm assembly and cleaned it. Fse cleaned tube lifter in position #9, re-calibrated tips over primary rack to optimize center alignment and ran splld checking procedure and customer software without error. The instrument was tested without further problem and was returned to expected operation.